Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 29 unopened pouches to analyze this case. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.70 kgf in average and 0.52 kgf in minimum (european pharmacopoeia requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have tested the knot pull tensile strength of closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.92 kgf in average and 0.87 kgf in minimum (european pharmacopoeia requirements: 0.51 kgf in average and 0.15 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in this product. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with silkam suture. The client reported that the thread detaches from the needle and also sometimes, during knotting, the thread breaks. No injuries or complications have been reported.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.